Event description:
Medwatch report received from the facility states: epidural catheter itp was noted to be sheared off when removed from pt. Lumbar spine x-rays of 01/31/2000 and lumbar CT scan of 02/01/2000 were negative for radiopaque foreign bodies. The pt was informed of the missing catheter tip.